Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient presented with increasing exertional dyspnea (nyha iii) and leg edema in the emergency department. Congestive heart failure was diagnosed. A high-grade tricuspid valve regurgitation was caused by the right ventricular lead (coaptation defect with retraction of the posterior leaflet by the shock lead) was seen. Furthermore, hba1c was increased. The patient was hospitalized from (B)(6) 2019 until (B)(6) 2019. The pulse generator was reprogrammed to vvi mode. For diagnostics tte, tee, ECG, lab, ICD control and an x-ray were done. The patient was admitted to the hospital on (B)(6) 2019 for a lead revision. The revision was performed on (B)(6) 2019. The rv lead was extracted and a new rv lead (single shock coil) implanted in an inferior vein of the coronary sinus so that the tricuspid valve function will not be impaired.